Event description:
It was reported that this pacemaker entered safety mode. When previously interrogated around 6 months ago, the device has 1.5 years of battery longevity remaining. Subsequently, it was planted. A new device was implanted. No additional adverse patient effects were reported.